Manufacturer narrative:
Per the user guide: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. Incomplete bolus alert: you started a bolus request but did not complete the request within 90 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 700 mg/dl. Customer was nauseous/vomiting, dizzy and disorientated. Customer was transported via ambulance to the emergency room and was treated with intravenous fluids and insulin. Bg lowered (200 mg/dl). Customer was stable and was admitted to the hospital. Treatment was continued. Elevated bg was resolved and customer was discharged on (B)(6) 2019 with no permanent injury. Customer did not know cause of elevated bg. Customer reported to have received an auto-off safety alarm and an incomplete bolus alert. No additional information was provided regarding the alarm/alert. Pump system check with tandem technical support found the pump to be functioning properly.